Event description:
The surgeon performed a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and kinetis cr implants. During insertion of the tibial base plate trial, the kinetis tibial base plate trial handle broke. The pin that holds the levering arm fell out and onto the floor. The instrument breakage did not affect the patient or the outcome of the surgery, which was successful. Another instrument tray was opened and a new kinetis tibial base plate trial handle was used.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The investigation is currently ongoing, and a supplemental report will be filed when additional information is obtained.